Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. A field service engineer spoke with customer, popped the cubie drawer, and tested it within the hardware test application. A solenoid misfire was identified. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 3.2 failed, required maintenance. The customer reported there was a delay in dispensing medications to the patient, user managed to get medications from another station. There were no adverse events or injuries reported based on this event.